Manufacturer narrative:
Field is populated with the di number.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. During the revision the physician noted a visible fracture with individual cables exposed. The patient was doing well post operatively.

Manufacturer narrative:
Additional information was received that the fracture was suspected to be on the lead splitter, and not the lead. During the procedure, the lead splitter was explanted and the lead remained implanted in the patient. Analysis of sc-3400-30, s/n (B)(4): the complaint of high impedance could not be confirmed. Visual inspection revealed one tail of the splitter was cleanly cut at the connector boot. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure. The cables are exposed at the cut portion of the lead. Impedance test could only be performed on 8 electrodes since one tail of the lead was cleanly cut. No impedance anomalies were identified on the tested electrodes.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. During the revision the physician noted a visible fracture with individual cables exposed. The patient was doing well post operatively.